Manufacturer narrative:
The pod was received fully deployed. The housing vent was damaged on the bottom housing of the pod. The exact cause and timing of this damage could not be determined. The reservoir was observed to be damaged as a result of the damage to the housing vent. The external soft cannula was found to be damaged due to stretching and flattening. The soft cannula therefore measured longer than expected, 32.26mm in length, due to the damage to the soft cannula. Additionally, the unexposed part soft cannula was found to be damaged with a tear 14.73mm above the nailhead. It was determined that the internal and external cannula damage occurred as a result of the same event, however the exact cause and timing of this event could not be determined. It could not be determined whether the damage contributed to reported event. The downloaded data does not show any timeouts or drive stalls during the run. No other damages or defects were found with the device and the cause of the reported event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose (bg) level rose to above 250 mg/dl while wearing the pod between 49 and 71 hours on the leg. As treatment, a new pod was placed. The device was reported for for bgs being high despite bolus delivery.